Event description:
It was reported by the pt in maude event report (B)(4) that a physician completed an uneventful novasure endometrial ablation "2 years ago." Sometime after the procedure the pt started having "lots of bladder complications" and could not consume certain fluids or foods. On (B)(6) 2015, it was reported by the pt that she had a "total hysterectomy on (B)(6) 2014 and immediately after the hysterectomy" she could consume all fluids and foods without complications.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at the time of manufacture. No relationship can be established between DHR and current complaint. (B)(4).